Event description:
My md told me he thought it would be good to try this morphine pump, so I couldn't find a doctor in (B)(6). So I got this doctor in (B)(6) dr. (B)(6) md. And put the pump in (B)(6) 2016 then by (B)(6) 2016, he had to do the surgery on me again has it started coming thru my skin and he went in to put it back in the same spot. Well then it did it again and he said that would be ok, but I kept telling him that it wasn't working cause I'm staying in pain then he started giving me back shots. So I beg him to do something about the pump and finally it got so infected and I could barely walk cause I was in so much pain and he could just take everything out of me and he didn't want to, but I told him again I wanted it out now, so he finally took it out in (B)(6)2017, and told my husband I've done great and no infection and the pump was working great. Well after that I went ot ER 2 times after my surgery and they would give me 2 antibody. Then I finally seen my doctor here in knoxville and he sent me to a surgery dr. And he put me in the hospital on (B)(6) 2017 and he cut me from my belly button to my left side and about 12 inches deep and I stay in the hospital for a while then when I got to go home I had to have health care for at least 3 months until I didn't have to be on the pump that kept sucking the blood out. Then my husband started taking care of me and changing my baggage every day until my doctor released me at the end of (B)(6), but he told me don't do anything for the next year so it could heal on the inside as the outside... And he told me if he didn't do my surgery when he did I would have passed away with all the infection I had in me... He told me it was close but he did get all the infection out, but I had a long way to go to get better... Oh I found out after he took my pump out it was on a recall list cause those were not working right... Dates of use: (B)(6) 2016 - (B)(6) 2017. Diagnosis or reason for use: have a lot disk pot out of my back. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes.